Event description:
A customer reported that the footswitch did not control vacuum in sculpt mode due to occlusion during a cataract extraction procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss was able to resolve the reported event remotely with the customer. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. The root cause cannot be determined conclusively. (B)(4).